Event description:
It was reported the doctor said the blade dulls down, not getting cut and coag throughout the entire case. They switched to a bovie.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received poorly packaged in an improper shipping carton. Both of the bottom nylon screws were cleaved off. Loose parts could be heard internally. The unit was powered on, however, no text appeared on the back lit display screen. The video cable was disconnected. Internal parts were damaged: the long bumper was broken off and the hex stand off was sheared. After isolating the electrical connections, the unit delivered rf energy correctly into the fixed resistors. There is one f5 at the boot up on the third day of use. The unit was repaired. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.